Event description:
The user facility reported to terumo cardiovascular systems that pre cardiopulmonary bypass surgery, the gas outlet port was leaking. The product was changed out. The surgery was successful. Blood loss of 10 ml.

Manufacturer narrative:
Terumo has not received the actual device for investigation. Terumo plans on submitting a follow-up report when the investigation is completed and more information becomes available. (B)(4).